Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip broke during set up. There was no patient involvement, and no associated procedure. There were no user injuries or adverse consequences.

Manufacturer narrative:
Device not returned to manufacturer for evaluation.